Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
The hospital engineering department reported that the device is not working properly, the device drops power, low rpm. The device drops power, low run per minute (rpm) the event occurred during surgery, there was no harm or delay. No adverse event was reported as a result of this malfunction.